Event description:
Additional information received reported there was no damage to the pipeline pushwire or catheter observed.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline failed to open. Patient (pt) came in for elective treatment of giant aneurysm. Some of the aneurysm was already clotting by itself. Measurements on previous page indicate the size of the still filling part. Pt was experiencing a lot of mass effect vision symptoms. The arteries in the images showed significant flattening of the vessels distal to the aneurysm due to mass effect. Physician planned to use 2 vantage devices. 1 distal to the aneurysm in the smaller 3.5-5 sized vessel in hopes to create a scaffold of healthy vessel just distal to the next of the aneurysm. During attempt to deploy this device it was opening distally however when brought around the curve the device was ribboning. Many manouvers were attempted (loading and unloading the system, recapturing the device, and deploying it partway and pulling it into position). Regardless around the bend in the vessel the device would not open. The physician acknowledged after the case that many of the vessels were flat. It is unclear if the vessels being flat caused the device not to open or if it was the device itself. When we recaptured the device for the final time and removed it, there appeared to be some sort of abnormality or twist in the device even in the catheter. We removed the 5x14 device and used a 5.5x20 and started more proximal (i.e. Closer to the aneurysm instead of distal). See image with the orange simulated stent. The simulated stent shows where we attempted to put the stent in our successful attempt. It was placed without issues as desired. The final 3d image submitted shows the vessels after the deployment of the 5x20 stent. This picture is attempting to show the narrowness/ flattening of the initial curve we attempted with the 5x14. The pipeline failed to open in the middle section. The middle of the pipeline was placed in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There was no additional steps required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter.  The patient was being treated for an unruptrued, partially clotted aneurysm in the left ophthalic region. The max diameter was 7.3mm and the neck diameter was 3.7mm. The distal landing zone was 4.5mm and the proximal landing zone was 5.60mm. Vessel tortuosity was normal. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.  Ancillary devices: 5 french dac guide catheter, phenom 27 microcatheter

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline vantage was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal and proximal ends of the braid were found fully opened and frayed. The middle of the braid was found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism, or the proximal bumper. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer report of the failure to open at the middle section was not confirmed, as the middle of the braid was fully opened with no damage. The distal and proximal ends of the braid were found fully opened and frayed. Possible causes of the failure to open¿ include patient vessel tortuosity, damaged braid, or user deployment in the vessel bend. The customer reported that vessel tortuosity was normal, ruling out vessel tortuosity as a potential cause. In the event, the damage to the braid and the user deploying in the vessel bend may have contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the failure to open and damaged braid damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.